Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 24f sheath hole prior to a leadless pacemaker interventional procedure. Reportedly, the sutures of one prostyle device were successfully pre-placed; however, when an attempt was made with a second prostyle device, a cuff miss occurred. The interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture and an additional prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.